Manufacturer narrative:
The customer reported that this central nurse's station (cns) is beeping five times and then rebooting itself. Technical support (ts) had the customer disconnect the secondary display; however, the issue persisted. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 I called sabin to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for sabin to call me back with this information. Attempt # 3: (B)(6) 2025 I called sabin to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for sabin to call me back with this information.

Event description:
The customer reported that this central nurse's station (cns) is beeping five times and then rebooting itself. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) is beeping five times and then rebooting itself. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is beeping five times and then rebooting itself. Technical support (ts) had the customer disconnect the secondary display; however, the issue persisted. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During the evaluation, the reported issue could not be duplicated. The device passed all functional and qc testing. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/05/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/08/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 12/10/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.